Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on last bag connector between the safe lock adapter and baxter bag during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment prior to the leak. The cause of the leak was the baxter bag disconnecting. The patient reconnected a new bag. Fluid did not come in contact with the cycler. The patient was advised to try using their cycler the next day and to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient was able to confirm that the baxter bag became disconnected from the safe lock adapter and was not re-connected to another baxter bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped peritoneal dialysis treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the safe lock adapter was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock adapter luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.